Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 500 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 600 mg/dl. Troubleshooting found that the drive support cap was normal. Customer declined to check the pump settings. Troubleshooting advised customer on possible site ans set issues and customer treated with a syringe. Troubleshooting advised customer that of further issues, to call back for assistance.